Event description:
During a procedure, the tip of the drill bit broke off. Surgeon elected to leave the tip in the pt's femur as it would cause more damage to remove it than to leave it.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the MFR date without a lot number.